Event description:
It was reported that during a da vinci si cholecystectomy procedure a small piece of yellow plastic from the permanent cautery hook instrument broke off and fell inside of the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument was inspected and no broken piece was found. The instrument installed on an in-house is3000 system and it passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.